Event description:
It was reported that the image can be seen on the 7700 system while fluoring, however, the image will not show on the monitor. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was checked for performance (both visual and functional) and no problems could be found. Advised facility that the monoblock tube will respond slightly slower to tracking due to hardware/software. System performed as intended.